Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced persistent blurred vision and was advised by his surgeon that their vision would improve. The visual issues were described as ¿stains¿ like a fingerprint, or water stain. Symptoms include a gritty/rough sensation on the lens. The patient is using postoperative anti-inflammatory eye drops. A shunt was placed previously but did not relieve the symptoms. The patient believes the iol may be defective and they are seeking a second opinion. The patient called again and reiterated his symptoms. He added that the advised him that his symptoms would resolve over time. However, the symptoms have persisted for more than a year without improvement. The patient further stated that his doctor attributed the blurry vision to his inflammation. Additionally, the patient reported experiencing pain and feels that on the edge of his eye the lens is cutting into his eyelid causing discomfort. No further information is available.

Manufacturer narrative:
Section b3, date of event: unknown/not provided section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.